Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 500 mg/dl. Customer also reported being hospitalized and receiving a no delivery alarm. Customer stated that there was a emergency room visit for high blood glucose levels. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.